Manufacturer narrative:
The two additional proglide devices referenced in b5 are filed under separate medwatch report numbers. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H6: device code 2017 failure to follow steps/instructions. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left femoral vein was attempted using three proglide devices via a 10fr sheath, after an iliac vein stenting procedure. Reportedly, the first proglide device was successfully placed. A second proglide device was attempted and when the plunger was removed, no sutures were attached to the needles. A third proglide device was attempted but could not be removed from the patient anatomy. The lever was opened and closed in attempt to release the proglide device from the vessel. The foot plate could not be closed so the proglide device was taken apart to manually close the foot plate. A ¿pop¿ was heard and the sheath separated from the guide on the proglide device. A venogram was taken and tissue was noticed on the foot plate. Through brachial access a snare was used to capture the distal guide through the sheath. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. Analysis was performed on the returned device. The reported guide detachment was confirmed. The reported difficulty closing the foot and inability to remove the device could not be replicated in a testing environment as it was based on procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the proglide instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close procedure technique are required. Additionally, vascular injury (tissue damage) is listed in the proglide IFU, as a potential adverse event. The reported guide detachment, difficulty closing the foot, inability to remove the device and tissue damage appears to be related to procedure circumstance due to high angle of insertion during device placement. The subsequent treatments appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.